Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported, on an unknown date, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch did not have enough adhesive. The tape and securement cover was not sticky enough and caused the loss of an intravenous set-up (IV). There was no harm reported.